Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted: (B)(6) 2007

Event description:
It was reported that the right ventricular (rv) lead exhibited noise. There were 33 nst (non-sustained tachycardia) episodes that were all noise on the rv lead. The noise could not be reproduced in the office with isometric/provocative maneuvers. Additionally the rv lead impedance trend shows to be unstable with pace/sense lead impedance fluctuating between 400 and 800 ohms. It was noted that a lead integrity alert had been triggered in (B)(6) 2016. A possible lead fracture was suspected. Programming changes were made and then two days later the rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.